Event description:
It was reported that the patient's leads had ineffective therapy due to lead migration. Surgical intervention was then undertaken on (B)(6) 2026 in which the leads were able to be explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.